Manufacturer narrative:
Additional information: product available to stryker; device evaluated by mfg. An event regarding crack/fracture involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as no devices were returned medical records received and evaluation: not performed as medical records were not provided. Device history review: indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. It was reported that the patient experienced trauma, in terms of a fall, before the revision surgery was performed for the fractured insert component. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"While proceeding to revise total knee (left), the doctor found that the poly insert showed to be fractured on the front edge. Patient claimed to have fallen at some time before revision surgery. The surgeon removed the fractured pieces and removed the poly insert from baseplate". The surgeon checked the components for stability and proceeded to put in a new, thicker insert.

Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
"While proceeding to revise total knee (left), the doctor found that the poly insert showed to be fractured on the front edge. Patient claimed to have fallen at some time before revision surgery. The surgeon removed the fractured pieces and removed the poly insert from baseplate". The surgeon checked the components for stability and proceeded to put in a new, thicker insert.